Manufacturer narrative:
Date rec¿d by MFR: 13dec2019. No patient involvement. Concomitant medical products removed. There was no patient/user involvement. The manufacturer's international service technician evaluated the device and confirmed the reported issue. The service technician replaced pm pcba (power management printed circuit board assembly), and power switch overlay. The reported issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12dec2019.

Event description:
The customer reported an alarm led (light emitting diode) failure. The device was in use but there was no patient harm or medical intervention.